Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapy; their urinary symptoms returned and they were running to the bathroom. They had increased the stimulation to 5.0, but decreased it back to 3.6. They were also being treated for a urinary tract infection (uti), noting they had utis prior to the implant. The last uti they had started about a week prior to the report. They were on antibiotics and had a reaction to the antibiotics (c-diff) in the last 2.5 months. They were also taking antibiotics for dental work. A manufacturer representative (rep) went through education with the patient, but the patient was kind of out of it due to anesthesia. They found the stimulation was on program 3 at 3.6 and they increased to 3.8 to see if the symptoms would improve. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the patient told them that ¿something was off¿, implying that the therapy wasn¿t working. It was reviewed that since the therapy issue appeared to be unresolved it may be best to have a manufacturer¿s representative to address patient¿s needs. No further complications were reported.